Event description:
It was reported that during routine follow up ,the patient presented with pain due to a pending distal perforation. The physician brought the patient to the operating room to remove and replace the inflatable penile prosthesis (ipp). The patient is expected to recover fully with no complaints according to the doctor.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.